Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that while replacing dilution cuvette segments during routine maintenance on the atellica ch 930 analyzer, the operator accidentally splashed the content from dilution cuvette segments into the eyes. The operator flushed the eyes for 5 minutes and then visited the emergency room (ER) for further check-up. The operator was wearing gloves and a lab coat but did not wear eye protection when performing the maintenance. Atellica solution operator's guide safety instructions describe the basic safety precautions that should be followed when operating/troubleshooting the atellica ch 930 analyzer. Siemens determined that there was no instrument-related malfunction and that the operator had not followed the safety precautions as described in the operator's guide. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that while replacing dilution cuvette segments during routine maintenance on the atellica ch 930 analyzer, the operator accidentally splashed the content from dilution cuvette segments into the eyes. The operator flushed the eyes for 5 minutes and then visited the emergency room (ER) for further check-up. The operator was wearing gloves and a lab coat but did not wear eye protection when performing the maintenance. The operator did not take any medical intervention beyond flushing the eye and contacting the ER. There are no known reports of adverse health consequences due to the incident.